Event description:
It was reported by service report that the foot-end lift was stuck in a high position, and would not ascend or descend. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: worn foot-end lift coupler.